Event description:
Reporter indicated that vns pt was experiencing an electric pulse at the generator site whenever the device is stimulating. It was reported that the sensation is in the chest area and felt like it was strong to "start their heart if they had a heart attack". Investigation to date has been unable to determine whether a device malfunction has occurred. No serious injury was reported in conjunction with the reported event. The pt temporarily stopped stimulation by taping the magnet over the device until this could be seen by their neurologist for device diagnostic testing.